Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The ac power module was replaced under warranty, and the failure was resolved. The unit is back in use at the customer site with the new module installed.